Manufacturer narrative:
(B)(4). (B)(4). Broken cam. (B)(6). The analysis results for the device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. Possible causes for the condition found might be twisting of the jaws, force placed on the jaws during activation or excessive loading due to forming a clip over another device exceeding the structural capability of the jaws and/or cam. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device failed to release after closing. A new applicator was required to finish the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.